Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing resulting in inappropriate mode switch. No intervention was performed. There were no patient consequences.